Manufacturer narrative:
Other (clip would not open). The complainant indicated that the device will not be retuned for evaluation; therefore a failure analysis of the complaint device would not be completed.

Event description:
During the colonoscopy procedure, the resolution clip device would not open. The case was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be "okay".